Manufacturer narrative:
Unit was received with pump error 63 and pump error 53 confirmed in the downloaded history log due to software failure. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Event description:
The customer was reported via phone call that, the insulin pump had hardware low level failure alert. The blood glucose was 180 mg/dl at the time of the incident. Fill cannula was recorded in daily history. Error table indicates the pump should be replaced. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.